Manufacturer narrative:
G4: 02mar2021. B4: 13mar2021. Information was received that the ventilator was not being used on a patient at the time of the reported event. The customer replaced the power supply to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 18feb2021.

Event description:
It was reported that the ventilator would not turn on by connecting the mains cable without battery. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was sent a power supply to address the reported issue.